Manufacturer narrative:
The event occurred in (B)(6).

Event description:
He patient experienced elevated blood glucose levels as high as 359 mg/dl. She was unsuccessful correcting the elevated levels via the infusion device even after changing the accessories on the device. She stated that no insulin flows from the end of the infusion set. No adverse event was reported. The infusion device was requested to be returned for product evaluation.